Manufacturer narrative:
Based upon the complaint investigation, the reported type iiib endoleak could not be confirmed and is inconclusive. A manufacturing record review was performed. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, a suprarenal, an infrarenal, and a limb stent graft. During the procedure, an endoleak was found at the mid to distal part of the main body. It was determined that it was a type 3b endoleak per multiple post implant angios. The physician continued with the initial procedure by implanting a second bifurcated to correct the leak. No patient injury reported.